Event description:
A malfunction occurred with the customer's pump, which did not lead to the customer's blood glucose level exceeding 500 mg/dl. The customer did not have a backup therapy available and was advised to contact their healthcare provider. Technical support arranged to send a replacement pump with updated software and provided instructions for storage, handling, and returning the problematic pump. The customer understood and acknowledged these instructions.